Event description:
Patient presented to the physician with pain at the chest incision site. Physician brought the patient into the operating room, removed scar tissue, created a new ipg pocket, secured the ipg, and closed.